Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m1600103 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips broke on the bosses when loading. Not on the patient. They used another cartridge and bosses broke again. The procedure was a lap cholecystectomy, completed successfully.